Manufacturer narrative:
The reported event of charging anomaly was confirmed in the lab. As received, interrogation of the device revealed the device was above the elective replacement indicator (eri). Pacing, sensing, impedance, high voltage output, and patient notifier were tested, and no anomaly was detected. The capacitors were sent to the manufacturer and the extended charge time was unable to be reproduced. The cause of the field event is undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. Additional information: b1, b2, b5, d7, h1, and h10.

Event description:
Additional information received indicating that the device was explanted and replaced to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, an alert for charge time out was observed on the device. A manual capacitor maintenance was conducted but was unsuccessful. No intervention has been conducted at this time but device explant is expected at the next in-clinic follow up. The patient was stable with no consequences.